Manufacturer narrative:
This product is manufactured in (B)(4), but not marketed in the u.s. Diopter: -08.00. (B)(4). Conclusions: no conclusion can be drawn: based on the complaint history, a specific root cause of the event could not be determined. (B)(4). Lens was not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -08.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting associated with elevated intraocular pressure without pupil block and angel closure. The lens was exchanged for a shorter lens. This resolved the problem. Post-op visit on (B)(6) 2015, uncorrected visual acuity - 20/19.